Event description:
On (B)(4) 2012, intuitive surgical received the following comments via an anonymous online survey concerning the outcome of a surgical procedure that was performed using the da vinci surgical system. The information received is as follows: contacted (B)(6) from procedure.

Manufacturer narrative:
Due to the limited information provided in the survey, intuitive surgical is unable to follow up with the reporter to determine the root cause of the reported event. If additional information is received concerning the reported event, a follow-up medwatch report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).